Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that became disconnected from the patient and the patient expired. The ventilator was returned to the manufacturer for evaluation and the device passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient expired when he became disconnected from a ventilator. According to the reporter of the event, the patient was using the ventilator with a wheelchair and was going to visit a neighbor. The patient became disconnected from the ventilator and did not have the ability to re-connect the circuit. A passer-by heard the ventilator alarming and went to assist the patient. The father of the patient also arrived on the scene, but could not re-connect the patient circuit because the trach adaptor was missing. Paramedics were called and the patient was transferred to a hospital where he expired. The ventilator has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.